Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance. The pocket was opened to perform a lead revision. The physician untied the lead suture, and an impedance measurement in the 500 ohm range was obtained. The physician elected to revise the suture and leave the lead implanted as there was no apparent damage. It was thought that the suture had been tied too tightly, causing the low impedance reading. The patient would be monitored.